Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent high pacing lead impedances were observed in the clinic. A potential right ventricular lead fracture was suspected. The lead was capped and replaced successfully. No patient symptoms were reported.